Manufacturer narrative:
Approximate age of device: 1 year, 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported on (B)(6) 2018 that the patient presented on (B)(6) 2018 with high ldh blood level and the pump was explanted. Additional information was requested but was not provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump was returned for evaluation. The potential cause of the reported increase in ldh was confirmed during the evaluation of (B)(4). Upon disassembly of (B)(4), a soft, red/white, tissue-like thrombus was found in the outlet stator. The tissue was loosely seated around the outlet bearing ball and there was no evidence of lamination or denaturing, indicating that the thrombus did not form in the outlet stator. The origin of the thrombus and the duration of its presence in the pump could not be conclusively determined. The thrombus could have contributed to the reported increase in ldh. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. The pump was unable to be functionally tested on a mock loop due to driveline damage that occurred during analysis. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.